Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, a keypad response issue, and a battery compartment crack. This report is made based on results of the investigation performed on 07/23/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: investigation revealed the display screen was dim and discolored. The keypad cover was damaged and the contrast button was intermittently responsive. Contamination was observed under all button key contact. A battery compartment crack was discovered during evaluation. (B)(6).